Manufacturer narrative:
H3: a software investigation analysis was initiated to determine the probable cause of the issue. Analysis found that the software was functioning as designed. It was noted that excessive transmission of heat may have occurred. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that found that the system was performing as intended. The system then passed the system checkout and was found to be fully functional. Software files have been received by the manufacturer. However, analysis has not been completed at the time of filing. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used for a neuro ablation procedure. It was reported that on day one post-operatively, the patient had a neuro deficit; one of the facial nerves that was below the target lesion was injured. It was reported that on the left side, the patient developed palsy of the cranial nerves; trigeminal with facial pain, abducens with lateral gaze palsy, facial with upper and lower face affection hb4, vestibulo-cochlear with diminished hearing and nystagmus, ataxia, and horner syndrome. The patient was given dexamethasone and prolonged inpatient physical therapy. It was reported that the nerve injury had not completely resolved but there was marked improvement. It was reported that the patient was continuing on outpatient physical therapy. The surgeon did not allege that the injury was due to any malfunction or deficiency of the equipment. It was reported that the suspected probable cause was the extent of the ablation was so close to the cranial nerve nuclei despite during the procedure the thermodynamic signal was within the tumor and the damage map was accepted.